Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No further information provided (x-rays, surgical report, photographs, lab test). The product analysis can't be performed as the product was not returned. A retain sample of batch a949cb0709 has been tested in the laboratory under standardized conditions (23°c; rel. Humid >=40 %). No unusual behavior during mixing, handling or setting. The reported behavior of the cement could not be reproduced. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. A complaint extract was done regarding cement paste too short setting time: 2 complaints (2 products), this one included, have been recorded on optipac 80 biomet bone cement r, reference 110035376, from january 01, 2017 to march 31, 2021. 1 complaint (1 product), this one included, has been recorded on optipac 80 biomet bone cement r, reference 110035376, batch a949cb0709. According to available data, root cause of the event was unable to be determined. However, there is no evidence that the event is related to the product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that when using optipac, an attempt was made to insert it into the medullary cavity 5 minutes after mixing. However, the cement was hardened and its use was stopped. No adverse event has been reported as a consequence of this event.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that when using optipac, an attempt was made to insert it into the medullary cavity 5 minutes after mixing. However, the cement was hardened and its use was stopped. No adverse event has been reported as a consequence of this event.